Manufacturer narrative:
Correction: g3. Date received for initial submission was (B)(6), 2023

Event description:
On (B)(6), 2023, fresenius became aware this 58-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing abdominal pain, and felt the cycler was filling her with air. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis unit on (B)(6), 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1356 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis is unknown. A home evaluation found the patient utilizing proper aseptic technique and the treatment area was clean. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and has recovered from the events. Of note, the patient initially felt the liberty select cycler was infusing unwanted air into her abdomen. However, follow-up revealed the patient did not experience any form of pneumoperitoneum.

Event description:
On (B)(6) 2023, fresenius became aware this 58-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing abdominal pain, and felt the cycler was filling her with air. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis unit on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1356 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis is unknown. A home evaluation found the patient utilizing proper aseptic technique and the treatment area was clean. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and has recovered from the events. Of note, the patient initially felt the liberty select cycler was infusing unwanted air into her abdomen. However, follow-up revealed the patient did not experience any form of pneumoperitoneum.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis (characterized by abdominal pain), which warranted antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality could not be established. However, the pdrn reported the patient¿s adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
On (B)(6) 2023, fresenius became aware this 58-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing abdominal pain, and felt the cycler was filling her with air. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis unit on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1356 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis is unknown. A home evaluation found the patient utilizing proper aseptic technique and the treatment area was clean. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and has recovered from the events. Of note, the patient initially felt the liberty select cycler was infusing unwanted air into her abdomen. However, follow-up revealed the patient did not experience any form of pneumoperitoneum.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.